Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 334mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms. The pump had intermittent button response due to moisture damage on the keypad traces. No numbers scrolling up or stuck buttons noted. No moisture damage under the lcd screen, electronic assembly or motor noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.